Manufacturer narrative:
(B)(4).investigation completed and product evaluated with no defect found on returned meter.most likely underlying root cause of malfunction:user's test strips had a poor storage and/or user had an inaccurate reference.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 117 to 124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2016. The test results from meter memory were reviewed (date / time not set): 1:lo (B)(6) 2016 11:22am fasting:yes; 2:lo (B)(6) 2016 07:00am fasting:yes; 3:lo (B)(6) 2016 12:39pm fasting:yes; 4:lo (B)(6) 2016 11:15pm fasting:yes; 5:lo (B)(6) 2016 11:14am fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Additional evaluation: meter returned on (B)(6) 2016 and evaluated on (B)(4) 2016 with no defect found. Test strips returned (B)(6 )2016 and evaluated on (B)(4) 2016. Investigation completed of returned test strips produced lo readings. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 117 to 124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2016. The test results from meter memory were reviewed (date / time not set): 1:lo (B)(6) 2016 11:22am fasting:yes, 2:lo (B)(6) 2016 07:00am fasting:yes, 3:lo (B)(6) 2016 12:39pm fasting:yes, 4:lo (B)(6) 2016 11:15pm fasting:yes, 5:lo (B)(6) 2016 11:14am fasting:yes, adverse event not reported.